Event description:
Facility alleges blood leak during dialysis. Leak reportedly came from header cap, approx. Three hours into treatment. Dialyzer use #26. No further medical intervention required. Estimated blood loss 7100 cc.